Event description:
While taking down one of the ligaments in a total vaginal hysterectomy/bilateral salpingectomy, a suture needle broke in half. The needle tip was retrieved from the body and the other half remained attached to the suture. It was an o vicryl CT-1 27" undyed pop off. Ref vcpp41d, lot rcmaxk. When aligning the broken needle with an intact needle, it was the same length, leading us to believe that nothing was left behind. Dr. Is aware.